Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen displayed a "thick white vertical line", and the touchscreen became unresponsive to presses. Customer had elevated blood glucose (bg) levels in the 200-300 mg/dl range. Customer delivered a bolus to address elevated bg levels. Customer had an alternate pump for continued insulin therapy.